Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Received the device in unopened outer/inner sterile pack.

Event description:
It was reported that during the procedure the device showed a telemetry problem. Specifically no telemetry connection with the device. The physician made several attempts. The device was never implanted. A different device was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.